Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture, and intermittent undersensing. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.